Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm model #: sc-8352-50 serial #: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient underwent an explant procedure because of a wound that was not healing.

Manufacturer narrative:
Additional information was received that the lead site stayed red and was not healing. The cause of the non-healing wound was unknown. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure because of a wound that was not healing.